Event description:
It is reported that the patient's insulin pump is having a screen malfunction. Patient's blood glucose level is 143mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.